Manufacturer narrative:
Additional medwatch information provided.

Event description:
The end cap came off of the non-bonded set extension. The nurse who made the initial report stated that no harm had occurred because he was actively working with the line in setting up medications and was able to fix it. Received a copy of the customer's "medwatch report from the FDA which states; while using a carefusion maxplus extension set, the extension tubing disconnected from the cap resulting in fluid loss. Nurse noticed fluid leaking and tightened the cap on the set. This was second set within a month that this happened with while using. Set was not saved to be tested/evaluated".

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was receiving IV normal saline when the user noticed the IV disconnected from the extension tubing. No patient harm reported.

Manufacturer narrative:
Correction on initial report and follow-up(1): disregard file because clarification was received that no harm occurred in this event.